Manufacturer narrative:
Correction to d9, h6 and h10, please see d9, h6, and h10 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During a follow - up with the user facility, it was confirmed that: the device issue was found during routine inspection by the manufacturer. It was confirmed that this issue was found upon return, after use for an unknown therapeutic procedure.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during routine inspection by the manufacturer. It was confirmed that this issue was found upon return, after use for an unknown therapeutic procedure. B3: was updated to reflect the event date provided (the day the product issue was discovered). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a defective wire at the distal tip. It was also observed that the adhesive of the bending rubber was separated. Upon further inspection, it was observed that there was free space underneath the adhesive that was detached and within this free space, foreign debris was found. Prior to device return, the hospital indicated that the scope went through two cycles of reprocessing. It was also observed that the input section had a nod. Lastly, it was observed that the light guide lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the cysto-nephro videoscope had defects of the universal cord or to other related components. The reported issue occurred at inspection during preparation of use for an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign matter was generated from the connection part of the universal cord, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.